Event description:
It was reported that the lead was placed in the atrium and the thresholds rose during the implant attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however outer insulation breached cut, apparent explant damaged noted, and blood noted on helix mechanism and proximal conductor (not obstructed); full lead returned and analyzed.